Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that subject meter was powering off before the expected auto shutoff: the reported issue was unresolved with troubleshooting with customer service. There were no allegations of harm of injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.